Event description:
No pulse generator artifacts at implant reported. The device was returned to the manufacturer and subsequently tested out of specification during manufacturers analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: pnp603466s connector - damaged; the atrial multibeam contact (mbc) was deformed. One of the ends of the mp35n spring contacts has been bent over. This would prevent an is-1 lead from being fully inserted.